Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2004 and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2005 and mesh was implanted. It was reported that the surgeon noted ¿the mesh was found to have pulled away from the fascia.¿ it was reported that the patient had removal surgery on (B)(6) 2006 during which the surgeon noted ¿the mesh was found to have completely pulled away from the fascia and was adherent to the underlying omentum.¿ it was reported that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2011 during which the surgeon noted ¿distal adhesions to the underlying mesh.¿ it was reported that the patient experienced severe pain and inflammation. No additional information is provided.